Manufacturer narrative:
This case remains under investigation. Upon analysis completion this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was an attempted implant during a procedure for routine device replacement. The chronic s-ICD and electrode were disconnected after initial difficulty removing the lead from the device header. The electrode was then connected to the new device and automatic setup performed successfully. When performing defibrillation threshold (dft) testing, the initial 65j shock did not convert the patient and an external shock was delivered. Upon checking the device after the initial attempt, a low out-of-range shock impedance measurement of 1 ohm was noted and the programmed sensing vector showed smaller signals that previously observed. Additionally, the other sensing vectors could not longer be reviewed and impedance measurements could not be performed in manual setup. The physician elected to remove the chronic electrode and attempted device. An entirely new system was then implanted and dft testing successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the device case. Analysis of the returned electrode found electrode-on-can abrasion with the previously implanted device. There was also an arc mark on the electrode in the abraded area that coincides with the arc mark on this device.